Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) levels were elevated at 400+ mg/dl. Elevated bgs were treated by administering a correction bolus with the pump, and the issue resolved.